Event description:
Information was received that a smiths medical cadd solis vip powers down. No patient injury resulted.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in fair condition. Customer's complaint was verified, the device cycles power after batteries inserted. Event log was unable to be downloaded. Service replaced the circuit board and the battery door. The problem source is the user/customer.